Event description:
This event was communicated by medtronic navigation who reported that a site had a sterile sphere that would not track during a procedure. Site reported no delay to case or any adverse events. Site/user disposed of device, did not record lot number and did not take any pictures of the device. No serious implications to this issue were mentioned by the complainant. No patient/user injury or other serious harm occurred.

Manufacturer narrative:
Not returned to manufacturer.